Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. As of the date of this report, the psm has not yet been received by isi for evaluation.

Event description:
It was reported that during a training/demo of the da vinci system, the customer experienced error 25823. The camera arm was the one faulting and the other arms seemed to be good. An intuitive surgical, inc. (Isi) clinical sales representative (csr) attempted to recover and even performed a hard power cycle, but the fault keeps returning. There was no report of patient involvement. Isi contacted the initial reporter and obtained the following information: the training session was completed. The reporter believed a field engineer came out and resolved the situation for that event.